Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's investigation. The root causes could not be identified. Based on the investigation results, the probable cause is shown below: 1)it is inferred that the application of an unexpected stress to the cable due to the user's improper handling led to faulty in the cable unit, causing failure to display the endoscopic images. The instructions for use instruct users to "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." The DHR review confirmed that there were no abnormalities in manufacturing of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer's report of no image due to a faulty cable unit. The cause of the faulty cable cannot be conclusively determined. This report will be supplemented when new information becomes available.

Event description:
It was reported that the image does not appear and no white balance during use. No patient involvement and no patient injury reported.